Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported the ins did not work properly in the or. The impedance check showed all the numbers were black. There were no signs or symptoms for the patient. There were no known contributing factors. Troubleshooting/diagnostics were performed. The physician took out the electrode and cleaned it several times, then tried to reconnect it but same response on the impedance check. The hcp opened a new ins from the back up box and it worked okay. Impedance check was good. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins(B)(4) revealed the ins setscrew backed out too far. The setscrew was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.